Event description:
A report was received that the location of the ipg is uncomfortable for the patient. The patient will undergo a pocket revision to move the ipg.

Event description:
A report was received that the location of the ipg is uncomfortable for the patient. The patient will undergo a pocket revision to move the ipg.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg pocket revision to relocate the ipg due to discomfort and is reportedly doing well.